Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 25-sep-2025. [Additional information]: on 25-sep-2025, additional information was received. The information indicated that the pre-procedure tici score was unknown, but the post-procedure tici score was 2b. Per the information, due to the severe tortuosity of the thoracic vessel, the balloon guide catheter (bgc) could only advance up to the common carotid artery (cca). The original thrombus was in the internal carotid artery (ica) and ¿was believed to migrate into the a1 [segment]¿ of the anterior cerebral artery (aca). There was no difficulty deploying the embotrap iii device during the procedure; there was ¿some resistance felt during the retraction of the embotrap.¿ no further information is available / can be obtained. Per the additional information received on 25-sep-2025, it was confirmed the residual thrombus observed in the a1 segment of the anterior cerebral artery (aca) was thought to be a thromboembolism from the original clot; this event was included in the initial report. Additionally, it was disclosed there was some resistance felt during the retraction of the embotrap. Updated sections: b.1, b.4, g.3, g.6, h.2, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. The full UDI is not available without the expiration date. Section e.1: the initial reporter phone is not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Thromboembolism and cerebral hemorrhage are known potential complications associated with the embotrap iii device and are listed in the instructions for use (IFU) as such. There was no alleged quality issue related to the used device, as the device performed as intended. There are clinical and procedural factors including clot burden, vessel characteristics, and mechanical manipulation of devices that may have contributed to this event rather than a device design or manufacturing issue. It was reported that the embotrap iii device was used to achieve recanalization of the m1 segment of the middle cerebral artery (mca), however, residual thrombus was observed in the a1 segment of the anterior cerebral artery (aca). It is unclear whether a fragment of the initial clot embolized to new territory (aca); further clarifying information is being requested. Regarding the cerebral hemorrhage, since the event was an intraprocedural finding which occurred after the use of the embotrap iii device, the correlation between the event to the used device as a contributing factor cannot be ruled out. Further, the physician felt the embotrap device being fully deployed, rather than partially deployed, may have contributed to the event. Other possible causes for the event were reported as using a large-diameter aspiration catheter rather than a medium-diameter catheter and the instability of the balloon guide catheter. Based on the inability to rule out embotrap device involvement, this event meets us FDA reporting criteria under 21 cfr 803, with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. With the information available and without the complaint product available to be returned for analysis, any possible product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure targeting an internal carotid (ic)-top occlusion to treat an acute ischemic stroke (ais), devices were used in accordance with their respective instructions for use (ifus). The optimo¿ balloon guide catheter (bgc) (tokai medical) could not be advanced distally, and as a result, the procedure was performed in an unstable state. After crossing the lesion using a red 72 reperfusion catheter sendit technology (penumbra), a 5mm x 37mm embotrap iii revascularization device (et309537 / lot# unknown) was used. It was reported that ¿although recanalization of the m1 [segment of the middle cerebral artery (mca)] was achieved, residual thrombus was observed in the a1 [segment of the anterior cerebral artery (aca)]. Several passes were made, and a hemorrhage was observed on angiography. The timing of the hemorrhage was reportedly unknown, and the site of the hemorrhage could not be definitively identified during the procedure. It was reported that ¿as hemostasis was achieved spontaneously, no additional intervention was performed, and the procedure was completed.¿ continuous flush was maintained during the procedure. The symptoms remained. The patient is currently hospitalized and is under observation. In the physician¿s opinion, there was a relationship between the device and the adverse event. The physician¿s commented as follows: ¿since the timing and location of the hemorrhage could not be identified, multiple causes are considered. 1) the main factor might have been the use of a large-diameter aspiration catheter because the target vessel was the ica, but a medium-diameter catheter might have been better. 2) the balloon guiding catheter was unstable and not advanced properly. 3) the embotrap iii was fully deployed, but partial deployment might have been preferable.¿ on 13-aug-2025, the following additional information was received: the physician did attribute the unstable state the procedure was performed to be a factor in the hemorrhage ¿ as captured in the event description, ¿the bgc optimo could not be advanced distally, and the procedure was performed in an unstable state.¿ the information also indicated that procedure images / angiographs are not available.